Event description:
It was reported that the marker band on the sheath of a vena cava retrieval system, migrated up appropriately 5-7 cms, while the doctor was having difficulty removing a vena cava filter via the jugular with the retrieval system. The doctor used an angioplasty balloon to prevent the marker band from coming off and was able to complete the procedure and remove the vena cava filter with the delivery system and the marker band still attached. No injury to the patient was reported.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date.